Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that thrombosis occurred. The 100% stenosed target lesion was located in non-severely calcified and moderately tortuous left superficial femoral artery (sfa). On (B)(6) 2019, a 7x80x130, 7x40x130 and two 7x120x130 eluvia self expanding stents were implanted at the target lesion. On 9 month follow-up visit, the patient was doing good. On (B)(6) 2020, one week before the 12-month follow-up schedule visit, the patient presented with severe lameness symptom and condition was not good. Echocardiogram (echo) revealed occlusion thrombosis inside the stents. It was also noted a foot ulcer. The ulcer was not on the site of eluvia placement. The patient was taking dual antiplatelet therapy (dapt) at 12 months when occlusion was found. On (B)(6) 2020, the thrombosis and foot ulcer treated by performing stent graft with non-bsc device, plain old balloon angioplasty (poba) performed in common femoral artery (cfa) and the eluvia lesion location. The ulcer was healed and severe lameness symptom was disappeared after the treatment. No further complications were reported and the patient status post procedure was fine after the retreatment.